Event description:
It was reported that this right ventricular (rv) lead presented noisy signals and delivered one inappropriate shock. The lead was examined by pacing system analyzer (psa), which confirmed it was fractured. This lead was capped and surgically abandoned. A new device was implanted. No additional patient effects were reported.